Event description:
Heparin hung and pump programmed correctly to infuse 10cc per hour for 1000 units/hr. Within 30 minutes the entire bag had infused. Pump occluded and observed. When set at 10cc per hour, within 2 mins the fluid runs wide open for 10-15 seconds, then slows down, than will bolus again. The problem appears to be in the lvp with physical damage to the bezel assembly.